Event description:
Pt info is unk. During shoulder repair surgery, the eyed end of the needle broke. The broken piece was not found. The nurse indicated that she did not feel the needle was gripped at the eyed end. She indicated this is not an "isolated incident".

Manufacturer narrative:
The actual needle was not returned, however the remaining box of needles was returned for eval. The eyes were all found to be above the minimum 0.050". The returned needles measured in range from 0.069-0.078". The needles went through a standard bend test and passed as they could be bent through the 45 degree mark. The needles were put through add'l bend tests to induce fatigue. Two of the 4 samples tested did fail after the needles fatigued. The needles were also tested for hardness. The vickers hardness test was performed and found to be within the tensile range specified for suture needles. The investigation showed no mfg defects. It is suspected that due to the type of surgery (the repair of tough tissue) the user repeatedly bent the needle beyond 45 degrees which would induce metal fatigue. However, without the actual device that failed, this can not be confirmed. At this time, with the info available, no other actions will be taken.